Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp, item #: 00770301500, lot #: 62088322, sn#: (B)(4). On (B)(6) 2017, it was reported that while turning, the device does not click anymore. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports. The device history record (DHR) skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) one time as documented in the repair reports. Initial qa inspection of the skin graft mesher by medicrea on november 7, 2017 revealed that the device failed to produce a sample graft and device calibration was found to be out of specifications. The technician also proposed to change the bearing washer kit and the 1.5:1 ratio cutter, serial number (B)(4) is damaged and must be replaced before use. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 12, 2017 which included replacement of the bearing washer kit. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the technician proposed to replace the bearing washer kit. The root cause of the reported event that the device does not click anymore while turning was due to the defective bearing washer kit .the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that while turning the device does not click anymore. Investigation revealed that the device failed to produce a sample graft. No adverse events have been reported as a result fo this malfunction.